Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo is provided and reviewed. The photo shows a maxcore device in its initial position with needle protective sheath, and the needle of the device is found to be bent. Based on the photo review the reported failure to obtain sample cannot be confirmed and bent issue can be identified. The investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event and the investigation is confirmed for the identified needle bent as the needle was noted to be bent in the provided photo. A definitive root cause for the reported failure to fire and identified material twisted / bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using the maxcore instrument. It was reported that during the procedure, the device outer cannula allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.